Manufacturer narrative:
Concomitant: 6996sq58 lead, implanted (B)(6) 2010; pb1018 transcatheter valve, implanted (B)(6) 2013; 5867-3m adaptor, implanted (B)(6) 2014. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks when the clinician does not want them to and would like more atrial tachycardia therapy delivered. Upon looking at the remote interrogation, it was also noted that atrial undersensing was occurring due to atrial events falling into cross chamber blanking. Reprogramming was discussed with the clinician and the device and lead remain in use. No further patient complications have been reported as a result of this event.